Event description:
As it was reported by medical affairs via email: a pt with high cholesterol called for stent card replacement and reported an adverse event. The pt with a history of high cholesterol underwent cardiac catheterization and implantation of 2 cypher stents, one in the rca and one in the circumflex artery in 2003. In 2008, the pt reported that he experienced an unk event. The pt's physician was made aware of this event and treatment included an unscheduled hospitalization and implantation of an unidentified stent in the carotid artery (details unk). The pt additionally reported that he experienced fainting approx six months later. The pt's physician was made aware of these events and treatment included unscheduled hospitalizations. No further treatment was reported and these events resolved without sequelae. In 2009, the pt underwent a stress test and was diagnosed with restenosis of the rca. It is not known if the restenosis is in the previously implanted cypher stent. No further treatment or testing has been conducted.

Manufacturer narrative:
The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. Based on the available info it is not possible to determine if a causal relationship exists between the cypher device and the reported event.